Manufacturer narrative:
An event regarding a size/fit issue involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: the returned device was visually unremarkable. A dimensional inspection was performed. All dimensions conformed to the required specification. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the returned device was dimensionally compliant. No further investigation is required. If further relevant information becomes available this investigation will be re-opened.

Event description:
Consultant operating surgeon reported trident hemispherical solid back cup not providing adequate fixation resulting in opening of secondary cup, tritanium hemispherical cluster. Bone preparation as per surgical technique, under ream by 1mm. Adequate fixation initially achieved but lost when fully seating cup.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Consultant operating surgeon reported trident hemispherical solid back cup not providing adequate fixation resulting in opening of secondary cup, tritanium hemispherical cluster. Bone preparation as per surgical technique, under ream by 1mm. Adequate fixation initially achieved but lost when fully seating cup.